Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms, off no power anomalies; no delivery alarms or suspend anomalies noted during our testing. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The motor was tested outside of the device and passed. The insulin pump was programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. The insulin pump was programmed with constant basal rate for 24 hours; the daily totals screen matches programmed basal rate; basal feature functioned properly. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm and off no power alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.